Manufacturer narrative:
(B)(4). Date of event: event occurred in 2018 though exact date is unknown. Two (2) sets of zimmer natural tibial nail systems were reported. It is unknown which set of devices were implicated in the reported adverse event. A locking screw associated with the event is one of the following: item#: 47248403250, lot#: 63985507. Manufacture date: mar 22, 2018. Sterile expiry date: mar 31, 2028. UDI: (B)(4). Or item#: 47248403250, lot#: 63799279. Manufacture date: oct 9, 2017. Sterile expiry date: oct 31, 2027. UDI: (B)(4). Implant date/explant date: implantation and revision occurred in 2018 though exact date is unknown. Concomitant medical products: tibial nail - yellow 10 mm diameter 34 cm length: catalog#: 47249534010, lot#: 63984895 or lot#: 63456196. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403050; lot#: 63841493 or lot#: 63972017. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248405050, lot#: 63773460. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403050, lot#: 63893390. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248403550, lot#: 63979285. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head: catalog#: 47248404250, lot#: 63791248. Report source: foreign: germany. Additional MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-02899; 0001822565-2022-03113; 0001822565-2022-03114; 0001822565-2022-03115; 0001822565-2022-03117. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent a left tibial bone fixation procedure. Sixty-seven days post-implantation, the patient experienced osteosynthesis failure with recurvatum malposition. Subsequently, the patient underwent revision surgery to remove the malpositioned tibial nail and associated screws. Due diligence is complete as multiple attempts have been made; however no further information or product is available.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable. The adverse event of osteosynthesis failure can be attributed to the concomitant tibial nail and is not related to the cortical screws. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, this device was determined to be not reportable. The adverse event of osteosynthesis failure can be attributed to the concomitant tibial nail and is not related to the cortical screws. The initial report was forwarded in error and should be voided.